Event description:
The customer reported via phone call that the insulin pump alarmed motor error during basal. There were no significant events prior to the alarm. Customer's blood glucose was unknown. The customer does not use sensor feature on the insulin pump and unable to complete the rewind sequence. Customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.